Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not holding on the section. They got a new device to complete the procedure. There was not patient consequence.